Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. High alarm displayed: cassette not attached properly was found in pump event history log. Customer's reported problem was verified. The pump was found to be displaying "cassette not attached properly. Reattached cassette" alarm message during the investigation. The root cause of the reported issue was found it had faulty downstream occlusion sensor. Actions were taken to mitigate the reported issue: faulty downstream sensor.

Event description:
It was reported that the device was presenting with alarms that cassette not attached. No patient was involved.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed a false alarm that the cassette was not attached. There was no patient involvement.